Event description:
The customer reported water underneath the screen. The customer stated that the insulin pump is no longer functioning. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic and motor assembly. The insulin pump was also received with a cracked case.